Manufacturer narrative:
It was reported that an "alarm message: oxygen not available" and "alarm message: high o2 supply pressure" had occurred. The remote service engineer (rse) advised the customer to replace the data acquisition (da) printed circuit board assembly (pcba) and da to motor controller (mc) cable to resolve the reported issue. The rse provided the customer with the part number of the da pcba and da to mc cable. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that an "alarm message: oxygen not available" and "alarm message: high o2 supply pressure" had occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that an "alarm message: oxygen not available" and "alarm message: high o2 supply pressure" had occurred. The remote service engineer (rse) advised the customer to replace the data acquisition (da) printed circuit board assembly (pcba) and da to motor controller (mc) cable to resolve the reported issue. The rse provided the customer with the part number of the da pcba and da to mc cable. The investigation is ongoing.